Event description:
Report received of an inaccurate delivery. The device was returned to the biomedical engineering dept. With an unsigned note that stated, "has been on, but not delivering fluid," no tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.